Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with the insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer was informed that the reservoir needed to be changed. The customer was assisted with trouble shooting and helped with changing the reservoir set. The customer did not contact their health care provider for the high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.